Event description:
It was reported that 3 way port was broken. No patient complications were reported..

Event description:
The customer reported that in (B) (6) 2009 their freestyle meter stopped working and that it would not turn on when they pressed the button. Then in (B) (6) 2009, the customer experienced tiredness, vision problems, and no appetite. The customer went to the hospital where they were treated with unknown intravenous fluids. It is unknown if the customer was diagnosed with hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
(B) (4). Customer returned meter (B) (4) for investigation. The complaint is not confirmed. Meter did power on with button depression and strip insertion. Blank screen was not observed. Returned battery was replaced with a brand new battery. Meter's uom is selectable and is set at mg/dl. This is a final report.